Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "implant fail." Additionally, healthcare professional reported deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and missing shell (0-25%), brown particles in the fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified a break(striated) on the posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated break on the posterior due to surgical damage consist in the use of some surgical tool, and missing shell due to inconclusive.

Event description:
Device was explanted.